Event description:
Device malfunction: unknown. Time of symptoms/ae: after vessel closure. Symptoms/ae: leg pain, hypotension, pseudoaneurysm, rph. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, one hour after uneventful vessel closure, the patient developed leg pain and experienced a drop in blood pressure. An ultrasound performed revealed a pseudoaneurysm had developed 1 cm above the artery likely from a retroperitoneal hemorrhage (rph). A femostop was applied to express the pseudoaneurysm but bleeding continued. Surgical intervention revealed two additional puncture sites. The artery was surgically repaired and sutured to achieve hemostasis. The patient did not require a blood transfusion and was discharged to home the next day with complete resolution. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.